Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation.

Event description:
It was reported that a pericardial effusion occurred. A pulse field ablation (pfa) procedure was performed using a faradrive steerable sheath, baylis transeptal device, and farawave 2.0 catheter. The transeptal puncture was completed with the baylis transeptal device and the farawave 2.0 catheter was advanced into the left atrium. The patient became slightly hypotensive and atropine was administered. Prior to starting ablation one physician advanced the farawave 2.0 catheter without the unknown guidewire. A second physician instructed that intracardiac echocardiography (ice) and fluoroscopy be used to guide the advancement of the farawave 2.0 catheter with the guidewire. Ablation was delivered to the left superior, left inferior, and right superior pulmonary veins. When moving the farawave 2.0 catheter to the right inferior pulmonary vein, the physician observed via ice that the heart was not moving. A large pericardial effusion was identified and a pericardial tap was performed. The patient was reportedly fine post procedure.

Manufacturer narrative:
D2a. Common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. With all the available information, boston scientific (bsc) concludes: device history record review: a review was completed of the device history records (DHR) for the farawave catheter upn #m004pf41m431, batch #0037463822. The farawave catheter was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Device technical analysis: the farawave catheter was discarded by the healthcare facility therefore returned device analysis could not be performed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the farawave 2.0 hazard analysis was completed and confirmed that the events of pericardial effusion and hypotension were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: bsc has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that a pericardial effusion occurred. A pulse field ablation (pfa) procedure was performed using a faradrive steerable sheath, baylis transeptal device, and farawave 2.0 catheter. The transeptal puncture was completed with the baylis transeptal device and the farawave 2.0 catheter was advanced into the left atrium. The patient became slightly hypotensive and atropine was administered. Prior to starting ablation one physician advanced the farawave 2.0 catheter without the unknown guidewire. A second physician instructed that intracardiac echocardiography (ice) and fluoroscopy be used to guide the advancement of the farawave 2.0 catheter with the guidewire. Ablation was delivered to the left superior, left inferior, and right superior pulmonary veins. When moving the farawave 2.0 catheter to the right inferior pulmonary vein, the physician observed via ice that the heart was not moving. A large pericardial effusion was identified and a pericardial tap was performed. The patient was reportedly fine post procedure.